Manufacturer narrative:
Device received with minor scratched lcd window display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 120 mg/dl. The customer stated that the insulin pump had scratch on screen and they cannot read the screen. The device will be returned for analysis.